Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Between approximately 8:30 pm and 9:00 pm on (B)(6) 2025, the patient experienced a severe hypoglycemic episode. A bg reading showed a level of 35 mg/dl, while the cgm displayed a reading of 88 mg/dl. During the event, the patient was unconscious, incoherent, and exhibited concerning symptoms including cold, clammy skin, pallor, excessive sweating, eyes rolling back, and a blood pressure reading of 185/99 mmhg. The patient¿s daughter administered a protein shake and contacted emergency medical services (ems). Upon ems arrival, the patient¿s bg had further decreased to 30 mg/dl, while the cgm reading was 98 mg/dl. The patient was treated on-site with intravenous (IV) glucose. It took approximately one hour for the patient to fully stabilize. At the time of this report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.